Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that during the trial implant procedure the physician was unable to insert the lead due to patient's anatomy. The lead was not implanted. As a result, the trial procedure was abandoned.